Event description:
It was reported that cannot use/lock due to bent port. No injury nor harm reported. Device was returned for investigation. It is unknown if there was a patient involved when this occurred. Back-up device was available.